Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), haemoperitoneum ('internal bleeding after essure extraction / hemoperitoneum with abundant coagulation remains') and urosepsis ('urinary sepsis') in a 38-year-old female patient who had essure (batch no. 827731 - invalid) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, the patient experienced haemoperitoneum (seriousness criteria hospitalization prolonged and intervention required), 10 years 4 months after insertion of essure. On (B)(6) 2019, the patient experienced post procedural fever ("fever up to 38.2 c"). On (B)(6) 2019, the patient experienced pyrexia ("fever of 2 days of evolution up to 38.6º c."). On (B)(6) 2019, the patient experienced renal pain ("abdominal pain on the right side radiating from the right renal fossa"), vaginal haemorrhage ("vaginal bleeding in excess of the normal amount"), ureteric stenosis ("right distal ureter stenosis") and hydronephrosis ("secondary ipsilateral hydronephrosis"). In (B)(6) 2019, the patient experienced urosepsis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), allergy to metals ("allergy to nickel"), metal poisoning ("metallosis"), headache ("headache"), back pain ("lower back pain"), fatigue ("fatigue"), alopecia ("hair loss"), loss of libido ("sexual inappetence"), anger ("anger reactions with the immediate environment"), dizziness ("dizziness / lightheadedness"), dermatitis ("dermatitis reaction"), hair growth abnormal ("facial hair"), pruritus ("generalized pruritus"), depression ("depression"), abdominal distension ("distended abdomen"), insomnia ("insomnia"), disturbance in attention ("lack of concentration") and paraesthesia ("tingling in extremities"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (hysterectomy with bilateral laparoscopic salpingectomy and therapeutic laparoscopy of bleeding points and cavity washing on (B)(6) 2019) and percutaneous nephrostomy. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, haemoperitoneum, urosepsis, genital haemorrhage, swelling, allergy to metals, metal poisoning, headache, back pain, fatigue, alopecia, loss of libido, anger, dizziness, dermatitis, hair growth abnormal, pruritus, depression, abdominal distension, insomnia, disturbance in attention, paraesthesia, post procedural fever, renal pain, vaginal haemorrhage, pyrexia, ureteric stenosis and hydronephrosis outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anger, back pain, depression, dermatitis, disturbance in attention, dizziness, fatigue, genital haemorrhage, haemoperitoneum, hair growth abnormal, headache, hydronephrosis, insomnia, loss of libido, metal poisoning, paraesthesia, pelvic pain, post procedural fever, pruritus, pyrexia, renal pain, swelling, ureteric stenosis, urosepsis and vaginal haemorrhage to be related to essure. The reporter commented: the patient's events started in 2009 (unspecified). On 30.9.2019 a hysterectomy with bilateral salpingectomy is performed via laparoscopy. After anemization of 6 points of hemoglobin, ultrasound is performed which shows important hemoperitoneum and abundant coagulation remains. The patient is discharged on (B)(6) 2019. On (B)(6) 2019, he went to the emergency room again due to vaginal bleeding, abdominal pain on the right side radiating from the right renal fossa and a fever of 2 days of evolution up to 38.6º c. CT scan is performed with the diagnosis of right distal ureter stenosis with secondary ipsilateral hydronephrosis, of probable post-surgical origin and collection in right hemipelvis with date (B)(6) 2019 urinary derivation with right percutaneous nephrostomy is performed, without incidents. On (B)(6) 2019, pyelography was performed through right nephrostomy access, showing urethral integrity, with a slight irregularity of the luminal controno in the distal ureter. Ureteral intubation is performed. Subsequently, nephrostomy is closed. On (B)(6) 2019 an antegrade pyelogram is performed as a control, without incidents, leaving the left nephrostomy closed. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: right distal ureter stenosis with secondary ipsilateral hydronephrosis of probable post-surgical origin. Ultrasound pelvis - on (B)(6) 2019: important hemoperitoneum and abundant coagulation remains. Urogram - on (B)(6) 2019: showing urethral integrity, with a slight irregularity of the luminal contorno in the distal ureter.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-oct-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), haemoperitoneum ('internal bleeding after essure extraction / hemoperitoneum with abundant coagulation remains') and urosepsis ('urinary sepsis') in a (B)(6) female patient who had essure (batch no. 827731) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling "), allergy to metals ("allergy to nickel "), metal poisoning ("metallosis"), headache ("headache "), back pain ("lower back pain "), fatigue ("fatigue"), alopecia ("hair loss "), loss of libido ("sexual inappetence "), anger ("anger reactions with the immediate environment"), dizziness ("dizziness / lightheadedness"), dermatitis ("dermatitis reaction"), hypertrichosis ("facial hair"), pruritus ("generalized pruritus"), depression ("depression "), abdominal distension ("distended abdomen"), insomnia ("insomnia"), disturbance in attention ("lack of concentration") and paraesthesia ("tingling in extremities"). On (B)(6) 2019, the patient experienced haemoperitoneum (seriousness criteria hospitalization prolonged and intervention required), 10 years 4 months after insertion of essure. On (B)(6) 2019, the patient experienced post procedural fever ("fever up to 38.2 c"). On (B)(6) 2019, the patient experienced pyrexia ("fever of 2 days of evolution up to 38.6º c."). On (B)(6) 2019, the patient experienced abdominal pain ("abdominal pain on the right side radiating from the right renal fossa"), vaginal haemorrhage ("vaginal bleeding in excess of the normal amount"), ureteric stenosis ("right distal ureter stenosis") and hydronephrosis ("secondary ipsilateral hydronephrosis"). In (B)(6) 2019, the patient experienced urosepsis (seriousness criterion medically significant). The patient was hospitalized from (B)(6) 2019. The patient was treated with surgery (hysterectomy with bilateral laparoscopic salpingectomy and therapeutic laparoscopy of bleeding points and cavity washing on (B)(6) 2019) and percutaneous nephrostomy. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, haemoperitoneum, genital haemorrhage, swelling, allergy to metals, metal poisoning, headache, back pain, fatigue, alopecia, loss of libido, anger, dizziness, dermatitis, hypertrichosis, pruritus, depression, abdominal distension, insomnia, disturbance in attention, paraesthesia, post procedural fever, urosepsis, abdominal pain, vaginal haemorrhage, pyrexia, ureteric stenosis and hydronephrosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anger, back pain, depression, dermatitis, disturbance in attention, dizziness, fatigue, genital haemorrhage, haemoperitoneum, headache, hydronephrosis, hypertrichosis, insomnia, loss of libido, metal poisoning, paraesthesia, pelvic pain, post procedural fever, pruritus, pyrexia, swelling, ureteric stenosis, urosepsis and vaginal haemorrhage to be related to essure. The reporter commented: the patient's events started in 2009 (unspecified). On (B)(6) 2019 a hysterectomy with bilateral salpingectomy is performed via laparoscopy. After anemization of 6 points of hemoglobin, ultrasound is performed which shows important hemoperitoneum and abundant coagulation remains. The patient is discharged on (B)(6) 2019. On (B)(6) 2019, she went to the emergency room again due to vaginal bleeding, abdominal pain on the right side radiating from the right renal fossa and a fever of 2 days of evolution up to 38.6º c. CT scan is performed with the diagnosis of right distal ureter stenosis with secondary ipsilateral hydronephrosis, of probable post-surgical origin and collection in right hemipelvis with date (B)(6) 2019 urinary derivation with right percutaneous nephrostomy is performed, without incidents. On (B)(6) 2019, pyelography was performed through right nephrostomy access, showing urethral integrity, with a slight irregularity of the luminal controno in the distal ureter. Ureteral intubation is performed. Subsequently, nephrostomy is closed. On (B)(6) 2019 an antegrade pyelogram is performed as a control, without incidents, leaving the left nephrostomy closed. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: right distal ureter stenosis with secondary ipsilateral hydronephrosis of probable post-surgical origin. Ultrasound pelvis - on (B)(6) 2019: important hemoperitoneum and abundant coagulation remains. Urogram - on (B)(6) 2019: showing urethral integrity, with a slight irregularity of the luminal contorno in the distal ureter.. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), haemoperitoneum ("internal bleeding after essure extraction / hemoperitoneum with abundant coagulation remains"), urosepsis ("urinary sepsis") and internal haemorrhage ("internal bleeding") in a 38 year-old female patient who had essure inserted (lot no. 827731 - invalid) for contraception. Additional non-serious events are detailed below. As concurrent condition the report mentioned stress urinary incontinence. The only concomitant product mentioned was primolut nor 10 mg (norethisterone acetate). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, 3515 days after essure insertion, she was found to have uterine leiomyoma ("2 fibroids intramuscular (that was, inside the uterine wall)"). In 2018 she experienced heavy menstrual bleeding ("menstruations lasting a week with heavy bleeding the first three days"). On (B)(6) 2019 she experienced haemoperitoneum (seriousness criteria hospitalisation and intervention required). On (B)(6) 2019 she experienced internal haemorrhage (seriousness criterion medically important) and post procedural fever ("fever up to 38.2 c"). On (B)(6) 2019 she experienced pyrexia ("fever of 2 days of evolution up to 38.6º c."). On (B)(6) 2019 she experienced renal pain ("abdominal pain on the right side radiating from the right renal fossa"), vaginal haemorrhage ("vaginal bleeding in excess of the normal amount"), ureteric stenosis ("right distal ureter stenosis") and hydronephrosis ("secondary ipsilateral hydronephrosis"). In (B)(6) 2019 she experienced urosepsis (seriousness criterion medically important). An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), allergy to metals ("allergy to nickel"), metal poisoning ("metallosis"), headache ("headache"), back pain ("lower back pain"), fatigue ("fatigue"), alopecia ("hair loss"), loss of libido ("sexual inappetence"), anger ("anger reactions with the immediate environment"), dizziness ("dizziness / lightheadedness"), dermatitis ("dermatitis reaction"), hirsutism ("facial hair"), pruritus ("generalized pruritus"), depression ("depression"), abdominal distension ("distended abdomen"), insomnia ("insomnia"), disturbance in attention ("lack of concentration"), paraesthesia ("tingling in extremities"), mental disorder ("psychological and psychiatric"), female sexual dysfunction ("sexual loss") and procedural pain ("there were already problem with the insertion of the device, specially in left tube- since they could not insert it, with immense pain experience"). The patient was hospitalised from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (hysterectomy with bilateral laparoscopic salpingectomy and therapeutic laparoscopy of bleeding points and cavity washing on (B)(6) 2019), re-operated in the emergency department, after extraction of essure. Exploratory laparoscopy by hemo and non-drug therapy (percutaneous nephrostomy). At the time of the report, the outcomes for pelvic pain, haemoperitoneum, urosepsis, internal haemorrhage, genital haemorrhage, swelling, allergy to metals, metal poisoning, headache, back pain, fatigue, alopecia, loss of libido, anger, dizziness, dermatitis, hirsutism, pruritus, depression, abdominal distension, insomnia, disturbance in attention, paraesthesia, post procedural fever, renal pain, vaginal haemorrhage, pyrexia, ureteric stenosis, hydronephrosis, mental disorder, heavy menstrual bleeding, uterine leiomyoma and procedural pain were unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anger, back pain, depression, dermatitis, disturbance in attention, dizziness, fatigue, female sexual dysfunction, genital haemorrhage, haemoperitoneum, headache, heavy menstrual bleeding, hirsutism, hydronephrosis, insomnia, internal haemorrhage, loss of libido, mental disorder, metal poisoning, paraesthesia, pelvic pain, post procedural fever, procedural pain, pruritus, pyrexia, renal pain, swelling, ureteric stenosis, urosepsis, uterine leiomyoma and vaginal haemorrhage to be related to essure administration. The reporter commented: the patient's events started in 2009 (unspecified). On 30.9.2019 a hysterectomy with bilateral salpingectomy is performed via laparoscopy. After anemization of 6 points of hemoglobin, ultrasound is performed which shows important hemoperitoneum and abundant coagulation remains. The patient is discharged on (B)(6) 2019. On (B)(6) 2019, he went to the emergency room again due to vaginal bleeding, abdominal pain on the right side radiating from the right renal fossa and a fever of 2 days of evolution up to 38.6º c. CT scan is performed with the diagnosis of right distal ureter stenosis with secondary ipsilateral hydronephrosis, of probable post-surgical origin and collection in right hemipelvis with date (B)(6) 2019 urinary derivation with right percutaneous nephrostomy is performed, without incidents. On (B)(6) 2019, pyelography was performed through right nephrostomy access, showing urethral integrity, with a slight irregularity of the luminal controno in the distal ureter. Ureteral intubation is performed. Subsequently, nephrostomy is closed. On (B)(6) 2019 an antegrade pyelogram is performed as a control, without incidents, leaving the left nephrostomy closed. As the evolution was favorable, on (B)(6) 2019, was discharged with the percutaneous nephrostomy closed remaining stable, afebrile and in good general condition. On (B)(6) 2019, a pyelogram was performed through the percutaneous nephrostomy catheter, the result of which showed long stenosis of the distal ureter which, although narrow, allowed the passage of urine to the bladder. It was decided to leave the percutaneous nephrostomy catheter in place and assessed gradually dilating the stenosis area. On (B)(6) 2020, pyelography revealed ureteral patency with complete emptying of the pyelocalyceal system. Good tolerance the days before with the closure of the catheter, proceeding, therefore, to the removal of said pigtail nephrostomy catheter. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] (date unknown): positive to metals. [Computerised tomogram] on (B)(6) 2019: right distal ureter stenosis with secondary ipsilateral hydronephrosis of probable post-surgical origin. [Ultrasound pelvis] on (B)(6) 2018: normally inserted essures were visualized (that was, with the correct insertion). Genital apparatus with no findings; on (B)(6) 2018: irregular uterus due to the presence of 2 fibroids intramuscular (that was, inside the uterine wall), one at the bottom of the uterus whose size was 1.1x1.2 cm, and the other on the back wall with a diameter of 0.7 cm. The ovaries were structurally normal and there was no free fluid in the sac of douglas (which was the peritoneal fold found in the abdomen behind the uterus).; on (B)(6) 2019: important hemoperitoneum and abundant coagulation remains [urogram] on (B)(6) 2019: showing urethral integrity, with a slight irregularity of the luminal contorno in the distal ureter. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 14-jul-2022: event "there were already problem with the insertion of the device, specially in left tube- since they could not insert it, with immense pain experience" added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), haemoperitoneum ('internal bleeding after essure extraction / hemoperitoneum with abundant coagulation remains') and urosepsis ('urinary sepsis') in a 38-year-old female patient who had essure (batch no. 827731 - invalid) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6)2009, the patient had essure inserted. On (B)(6)2019, the patient experienced haemoperitoneum (seriousness criteria hospitalization prolonged and intervention required), 10 years 4 months after insertion of essure. On (B)(6)2019, the patient experienced post procedural fever ("fever up to 38.2 c"). On (B)(6)2019, the patient experienced pyrexia ("fever of 2 days of evolution up to 38.6º c."). On (B)(6)2019, the patient experienced renal pain ("abdominal pain on the right side radiating from the right renal fossa"), vaginal haemorrhage ("vaginal bleeding in excess of the normal amount"), ureteric stenosis ("right distal ureter stenosis") and hydronephrosis ("secondary ipsilateral hydronephrosis"). In (B)(6)2019, the patient experienced urosepsis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), allergy to metals ("allergy to nickel"), metal poisoning ("metallosis"), headache ("headache"), back pain ("lower back pain"), fatigue ("fatigue"), alopecia ("hair loss"), loss of libido ("sexual inappetence"), anger ("anger reactions with the immediate environment"), dizziness ("dizziness / lightheadedness"), dermatitis ("dermatitis reaction"), hirsutism ("facial hair"), pruritus ("generalized pruritus"), depression ("depression"), abdominal distension ("distended abdomen"), insomnia ("insomnia"), disturbance in attention ("lack of concentration") and paraesthesia ("tingling in extremities"). The patient was hospitalized from (B)(6)2019. The patient was treated with surgery (hysterectomy with bilateral laparoscopic salpingectomy and therapeutic laparoscopy of bleeding points and cavity washing on (B)(6)2019) and percutaneous nephrostomy. Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, haemoperitoneum, urosepsis, genital haemorrhage, swelling, allergy to metals, metal poisoning, headache, back pain, fatigue, alopecia, loss of libido, anger, dizziness, dermatitis, hirsutism, pruritus, depression, abdominal distension, insomnia, disturbance in attention, paraesthesia, post procedural fever, renal pain, vaginal haemorrhage, pyrexia, ureteric stenosis and hydronephrosis outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anger, back pain, depression, dermatitis, disturbance in attention, dizziness, fatigue, genital haemorrhage, haemoperitoneum, headache, hirsutism, hydronephrosis, insomnia, loss of libido, metal poisoning, paraesthesia, pelvic pain, post procedural fever, pruritus, pyrexia, renal pain, swelling, ureteric stenosis, urosepsis and vaginal haemorrhage to be related to essure. The reporter commented: the patient's events started in 2009 (unspecified). On (B)(6)2019 a hysterectomy with bilateral salpingectomy is performed via laparoscopy. After anemization of 6 points of hemoglobin, ultrasound is performed which shows important hemoperitoneum and abundant coagulation remains. The patient is discharged on (B)(6)2019. On (B)(6)2019, he went to the emergency room again due to vaginal bleeding, abdominal pain on the right side radiating from the right renal fossa and a fever of 2 days of evolution up to 38.6º c. CT scan is performed with the diagnosis of right distal ureter stenosis with secondary ipsilateral hydronephrosis, of probable post-surgical origin and collection in right hemipelvis with date (B)(6)2019 urinary derivation with right percutaneous nephrostomy is performed, without incidents. On (B)(6)2019, pyelography was performed through right nephrostomy access, showing urethral integrity, with a slight irregularity of the luminal controno in the distal ureter. Ureteral intubation is performed. Subsequently, nephrostomy is closed. On (B)(6)2019 an antegrade pyelogram is performed as a control, without incidents, leaving the left nephrostomy closed. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6)2019: right distal ureter stenosis with secondary ipsilateral hydronephrosis of probable post-surgical origin. Ultrasound pelvis - on (B)(6)2019: important hemoperitoneum and abundant coagulation remains. Urogram - on (B)(6)2019: showing urethral integrity, with a slight irregularity of the luminal contorno in the distal ureter. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: due to internal review the event 'facial hair' was re-coded to 'hirsutism'. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), haemoperitoneum ("internal bleeding after essure extraction / hemoperitoneum with abundant coagulation remains"), urosepsis ("urinary sepsis") and internal haemorrhage ("internal bleeding") in a 38 year-old female patient who had essure inserted (lot no. 827731 - invalid) for contraception. Additional non-serious events are detailed below. As concurrent condition the report mentioned stress urinary incontinence. The only concomitant product mentioned was primolut nor 10 mg (norethisterone acetate) since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2017 she experienced abdominal pain upper ("pain in the left hypochondrium when drinking water, which began over 1 year ago. Now it's daily"). On (B)(6) 2018 she was found to have uterine leiomyoma ("2 fibroids intramuscular (that was, inside the uterine wall)"). In 2018 she experienced heavy menstrual bleeding ("menstruations lasting a week with heavy bleeding the first three days"). On (B)(6) 2019 she experienced pyelocaliectasis ("mild left pelvis ectasia, with no obstructive cause"). On (B)(6) 2019 she experienced haemoperitoneum (seriousness criteria hospitalisation and intervention required). On (B)(6) 2019 she experienced internal haemorrhage (seriousness criterion medically important) and post procedural fever ("fever up to 38.2 c"). On (B)(6) 2019 she experienced pyrexia ("fever of 2 days of evolution up to 38.6º c.") And sweating fever ("38.1 temperature, with a lot of sweating, soaked"). On (B)(6) 2019 she experienced renal pain ("abdominal pain on the right side radiating from the right renal fossa"), vaginal haemorrhage ("vaginal bleeding in excess of the normal amount"), ureteric stenosis ("right distal ureter stenosis") and hydronephrosis ("secondary ipsilateral hydronephrosis"). In (B)(6) 2019 she experienced urosepsis (seriousness criterion medically important). An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), allergy to metals ("allergy to nickel"), metal poisoning ("metallosis"), headache ("headache"), back pain ("lower back pain"), fatigue ("fatigue"), alopecia ("hair loss"), loss of libido ("sexual inappetence"), anger ("anger reactions with the immediate environment"), dizziness ("dizziness / lightheadedness"), dermatitis ("dermatitis reaction"), hirsutism ("facial hair"), pruritus ("generalized pruritus"), depression ("depression"), abdominal distension ("distended abdomen"), insomnia ("insomnia"), disturbance in attention ("lack of concentration"), paraesthesia ("tingling in extremities"), mental disorder ("psychological and psychiatric"), female sexual dysfunction ("sexual loss"), procedural pain ("there were already problems with the insertion of the device, specially in left tube- since they could not insert it, with immense pain experience") and gastrointestinal pain ("digestive pain - continues experiencing pain as soon as she drink liquid"). The patient was hospitalised from (B)(6) 2019. The patient was treated with ferplex (iron succinyl-protein complex), blood transfusion, auxiliary products and ibuprofen as well as surgery (hysterectomy with bilateral laparoscopic salpingectomy and therapeutic laparoscopy of bleeding points and cavity washing on (B)(6) 2019), re-operated in the emergency department, after extraction of essure. Exploratory laparoscopy by hemo and non-drug therapy (percutaneous nephrostomy). At the time of the report, the outcomes for pelvic pain, haemoperitoneum, urosepsis, internal haemorrhage, genital haemorrhage, swelling, allergy to metals, metal poisoning, headache, back pain, fatigue, alopecia, loss of libido, anger, dizziness, dermatitis, hirsutism, pruritus, depression, abdominal distension, insomnia, disturbance in attention, paraesthesia, post procedural fever, renal pain, vaginal haemorrhage, pyrexia, ureteric stenosis, hydronephrosis, mental disorder, heavy menstrual bleeding, uterine leiomyoma, procedural pain, abdominal pain upper, gastrointestinal pain, pyelocaliectasis and sweating fever were unknown. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, anger, back pain, depression, dermatitis, disturbance in attention, dizziness, fatigue, female sexual dysfunction, gastrointestinal pain, genital haemorrhage, haemoperitoneum, headache, heavy menstrual bleeding, hirsutism, hydronephrosis, insomnia, internal haemorrhage, loss of libido, mental disorder, metal poisoning, paraesthesia, pelvic pain, post procedural fever, procedural pain, pruritus, pyelocaliectasis, pyrexia, renal pain, sweating fever, swelling, ureteric stenosis, urosepsis, uterine leiomyoma and vaginal haemorrhage to be related to essure administration. The reporter commented: the patient's events started in 2009 (unspecified). On (B)(6) 2019 a hysterectomy with bilateral salpingectomy is performed via laparoscopy. After anemization of 6 points of hemoglobin, ultrasound is performed which shows important hemoperitoneum and abundant coagulation remains. The patient is discharged on (B)(6) 2019. On (B)(6) 2019, he went to the emergency room again due to vaginal bleeding, abdominal pain on the right side radiating from the right renal fossa and a fever of 2 days of evolution up to 38.6º c. CT scan is performed with the diagnosis of right distal ureter stenosis with secondary ipsilateral hydronephrosis, of probable post-surgical origin and collection in right hemipelvis with date (B)(6) 2019 urinary derivation with right percutaneous nephrostomy is performed, without incidents. On (B)(6) 2019, pyelography was performed through right nephrostomy access, showing urethral integrity, with a slight irregularity of the luminal controno in the distal ureter. Ureteral intubation is performed. Subsequently, nephrostomy is closed. On (B)(6) 2019 an antegrade pyelogram is performed as a control, without incidents, leaving the left nephrostomy closed. As the evolution was favorable, on (B)(6) 2019, was discharged with the percutaneous nephrostomy closed remaining stable, afebrile and in good general condition. On (B)(6) 2019, a pyelogram was performed through the percutaneous nephrostomy catheter, the result of which showed long stenosis of the distal ureter which, although narrow, allowed the passage of urine to the bladder. It was decided to leave the percutaneous nephrostomy catheter in place and assessed gradually dilating the stenosis area. On (B)(6) 2020, pyelography revealed ureteral patency with complete emptying of the pyelocalyceal system. Good tolerance the days before with the closure of the catheter, proceeding, therefore, to the removal of said pigtail nephrostomy catheter. On (B)(6) 2019 enantyum 25 mg, (B)(6) 2020 ventolin prescribed. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] (date unknown): positive to metals [blood test] on (B)(6) 2018: perfect blood test results [body temperature] on (B)(6) 2019: 38.1 [computerised tomogram] on (B)(6) 2019: right distal ureter stenosis with secondary ipsilateral hydronephrosis of probable post-surgical origin [haemoglobin] on (B)(6) 2019: 6 [physical examination] on (B)(6) 2018: abdomen: soft, depressible, no masses or megalia, no murphy or blumberg signs, preserved bowel sounds, no peritonism; on (B)(6) 2019: abdomen: soft, depressible, without masses, only right paraumbilical guarding, pain, [specialist consultation] on (B)(6) 2018: referred to a gynaecologist for disorders 6 months ago; on (B)(6) 2018: continues experiencing pain as soon as she drinks liquid, digestive pain; on (B)(6) 2019: she still has a fever of 38.6, and also has abundant vaginal bleeding [ultrasound abdomen] on (B)(6) 2019: mild left pelvis ectasia, with no obstructive cause [ultrasound pelvis] on (B)(6) 2018: normally inserted essures were visualized (that was, with the correct insertion). Genital apparatus with no findings; on (B)(6) 2018: irregular uterus due to the presence of 2 fibroids intramuscular (that was, inside the uterine wall), one at the bottom of the uterus whose size was 1.1x1.2 cm, and the other on the back wall with a diameter of 0.7 cm. The ovaries were structurally normal and there was no free fluid in the sac of douglas (which was the peritoneal fold found in the abdomen behind the uterus).; on (B)(6) 2019: important hemoperitoneum and abundant coagulation remains [urine analysis] on (B)(6) 2019: combur test positive for blood, the rest was normal [urogram] on (B)(6) 2019: showing urethral integrity, with a slight irregularity of the luminal contorno in the distal ureter. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 23-feb-2023: the follow information were included lab data, start date added on concomitant product, treatment products, new events hypochondrium pain left, gastrointestinal pain, renal pelvis dilatation , sweating fever. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), haemoperitoneum ('internal bleeding after essure extraction / hemoperitoneum with abundant coagulation remains'), urosepsis ('urinary sepsis') and internal haemorrhage ('internal bleeding') in a 38-year-old female patient who had essure (batch no. 827731 - invalid) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included stress urinary incontinence. Concomitant products included norethisterone acetate (primolut nor 10 mg). On (B)(6) 2009, the patient had essure inserted. In 2018, the patient experienced heavy menstrual bleeding ("menstruations lasting a week with heavy bleeding the first three days"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("2 fibroids intramuscular (that was, inside the uterine wall)"), 9 years 7 months after insertion of essure. On (B)(6) 2019, the patient experienced haemoperitoneum (seriousness criteria hospitalization prolonged and intervention required). On (B)(6) 2019, the patient experienced internal haemorrhage (seriousness criterion medically significant) and post procedural fever ("fever up to 38.2 c"). On (B)(6) 2019, the patient experienced pyrexia ("fever of 2 days of evolution up to 38.6º c."). On (B)(6) 2019, the patient experienced renal pain ("abdominal pain on the right side radiating from the right renal fossa"), vaginal haemorrhage ("vaginal bleeding in excess of the normal amount"), ureteric stenosis ("right distal ureter stenosis") and hydronephrosis ("secondary ipsilateral hydronephrosis"). In (B)(6) 2019, the patient experienced urosepsis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), allergy to metals ("allergy to nickel"), metal poisoning ("metallosis"), headache ("headache"), back pain ("lower back pain"), fatigue ("fatigue"), alopecia ("hair loss"), loss of libido ("sexual inappetence"), anger ("anger reactions with the immediate environment"), dizziness ("dizziness / lightheadedness"), dermatitis ("dermatitis reaction"), hirsutism ("facial hair"), pruritus ("generalized pruritus"), depression ("depression"), abdominal distension ("distended abdomen"), insomnia ("insomnia"), disturbance in attention ("lack of concentration"), paraesthesia ("tingling in extremities"), mental disorder ("psychological and psychiatric") and sexual dysfunction ("sexual loss"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (hysterectomy with bilateral laparoscopic salpingectomy and therapeutic laparoscopy of bleeding points and cavity washing on (B)(6) 2019) and percutaneous nephrostomy. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, haemoperitoneum, urosepsis, internal haemorrhage, genital haemorrhage, swelling, allergy to metals, metal poisoning, headache, back pain, fatigue, alopecia, loss of libido, anger, dizziness, dermatitis, hirsutism, pruritus, depression, abdominal distension, insomnia, disturbance in attention, paraesthesia, post procedural fever, renal pain, vaginal haemorrhage, pyrexia, ureteric stenosis, hydronephrosis, mental disorder, heavy menstrual bleeding and uterine leiomyoma outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anger, back pain, depression, dermatitis, disturbance in attention, dizziness, fatigue, genital haemorrhage, haemoperitoneum, headache, heavy menstrual bleeding, hirsutism, hydronephrosis, insomnia, internal haemorrhage, loss of libido, mental disorder, metal poisoning, paraesthesia, pelvic pain, post procedural fever, pruritus, pyrexia, renal pain, sexual dysfunction, swelling, ureteric stenosis, urosepsis, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: the patient's events started in 2009 (unspecified). On (B)(6) 2019 a hysterectomy with bilateral salpingectomy is performed via laparoscopy. After anemization of 6 points of hemoglobin, ultrasound is performed which shows important hemoperitoneum and abundant coagulation remains. The patient is discharged on (B)(6) 2019. On (B)(6) 2019, he went to the emergency room again due to vaginal bleeding, abdominal pain on the right side radiating from the right renal fossa and a fever of 2 days of evolution up to 38.6º c. CT scan is performed with the diagnosis of right distal ureter stenosis with secondary ipsilateral hydronephrosis, of probable post-surgical origin and collection in right hemipelvis with date (B)(6) 2019 urinary derivation with right percutaneous nephrostomy is performed, without incidents. On (B)(6) 2019, pyelography was performed through right nephrostomy access, showing urethral integrity, with a slight irregularity of the luminal controno in the distal ureter. Ureteral intubation is performed. Subsequently, nephrostomy is closed. On (B)(6) 2019 an antegrade pyelogram is performed as a control, without incidents, leaving the left nephrostomy closed. As the evolution was favorable, on (B)(6) 2019, was discharged with the percutaneous nephrostomy closed remaining stable, afebrile and in good general condition. On (B)(6) 2019, a pyelogram was performed through the percutaneous nephrostomy catheter, the result of which showed long stenosis of the distal ureter which, although narrow, allowed the passage of urine to the bladder. It was decided to leave the percutaneous nephrostomy catheter in place and assessed gradually dilating the stenosis area. On (B)(6) 2020, pyelography revealed ureteral patency with complete emptying of the pyelocalyceal system. Good tolerance the days before with the closure of the catheter, proceeding, therefore, to the removal of said pigtail nephrostomy catheter. Diagnostic results (normal ranges are provided in parenthesis if available): allergy to metals - on an unknown date: positive. Computerised tomogram - on (B)(6) 2019: right distal ureter stenosis with secondary ipsilateral hydronephrosis of probable post-surgical origin. Ultrasound pelvis - on (B)(6) 2018: normally inserted essures were visualized (that was, with the correct insertion). Genital apparatus with no findings; on (B)(6) 2018: irregular uterus due to the presence of 2 fibroids intramuscular (that was, inside the uterine wall), one at the bottom of the uterus whose size was 1.1x1.2 cm, and the other on the back wall with a diameter of 0.7 cm. The ovaries were structurally normal and there was no free fluid in the sac of douglas (which was the peritoneal fold found in the abdomen behind the uterus).; on (B)(6) 2019: important hemoperitoneum and abundant coagulation remains. Urogram - on (B)(6) 2019: showing urethral integrity, with a slight irregularity of the luminal contorno in the distal ureter. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2022: reporter added, patient's medical history updated, lab data updated, primolut nor added as concomitant medication, "internal bleeding", "psychological disorder nos", "sexual disorder nos", "prolonged heavy periods" and "uterine fibroid" added as event. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.